Manufacturer narrative:
A visual examination of the returned device found that the stent was pulled distally on the balloon which resulted in the stent bunching approximately 2mm distal to the proximal edge of the stent. The proximal edge of the stent was positioned 3mm distal to the distal edge of the proximal markerband. The balloon did not appear to have been subjected to any positive pressure. An examination of the balloon found a clear impression of where the stent was crimped on the balloon. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary stenting treatment procedure, crossing difficulties were encountered. The 3.00x20mm veriflex bare metal stent delivery system (sds) could not cross the lesion located in the severely tortuous and severely calcified left anterior descending (lad) artery. There were no pt complications and the pt's condition was listed as "ok". However, product analysis revealed stent damage and stent movement on the balloon.